Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was explanted, however was not returned therefore no evaluation was completed. A clinical assessment of the reported event of sac growth, open repair with explant of afx2 implants was confirmed from the discharge summary. The type iiia and iiib endoleak were unconfirmed due to a lack of the relevant medical information. Procedure related harms, device, user, procedure or anatomy relatedness of these events could not be determined with the medical records available for review. However, as this initial procedure is outside the indications of use due to the use of adjunctive devices not compatible with afx system per the IFU, this event is most likely user related. The final patient status was reported being stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. ¿device iteration is afx2 with duraply¿ corrections: b5: describe event or problem has been updated d7: explant date h6: device code: remove code 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11 h3 other text : device was not returned.

Event description:
Patient was initially treated with a bifurcated stent graft, a suprarenal, and two limb extenders. Approximately, 3 months post initial procedure during routine follow up a 3a endoleak was identified. This event was reported under MFR report# 2031527-2018-00174. Now, approximately 2 years post secondary procedure the patient has been identified with a type 3a and type 3b endoleak and aneurysm growth. The patient is stable and the physician is discussing options for treatment. Correction: the patient was initially treated with an afx2 bifurcated stent graft, a vela suprarenal stent graft, and two (2) ovation limb extenders. This initial procedure is outside the indications of use due to the use of adjunctive devices not compatible with afx system per the IFU. Additional information: patient was converted to open repair and the device was explanted on 12mar2020. The patient tolerated the procedure well.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx2 with duraply¿.

Event description:
Patient was initially treated with a bifurcated stent graft, a suprarenal, and two limb extenders. Approximately, 3 months post initial procedure during routine follow up a 3a endoleak was identified. This event was reported under MFR report# 2031527-2018-00174. Now, approximately 2 years post secondary procedure the patient has been identified with a type 3a and type 3b endoleak and aneurysm growth. The patient is stable and the physician is discussing options for treatment.